Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The cause of the breach in aseptic technique was further described as ¿due to lack of aseptic technique¿ (no further detail). On an unreported date, stated as ¿since 2-3 days¿, the patient was admitted to the hospital for the event. On an unreported date, the patient began unknown treatment for the peritonitis. On an unknown date, the peritonitis was resolved and the patient was recovered. At the time of this report, the patient remained hospitalized and dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.